Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left superficial femoral artery. Post atherectomy, a 7fr 45cm non-bsc sheath and .014 5mm non-bsc filter wire were placed in the lesion. A 6x200x130mm innova stent was then loaded over the wire. The stent was deployed and upon the removal of the stent delivery system (sds) from the patient, resistance was encountered. During the attempt to remove the sds, the filter basket caught on the stent. The doctor was able to fully remove the delivery system and the retrieval catheter was inserted to retrieve the filter successful with no damage to the implanted stent or the filter. The procedure was completed. No patient complications were reported and the patient's status was fine.